Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in unopened packaging was provided for evaluation. The returned sample was visually evaluated, and no defects were observed. Additionally, the sample was leak tested per specification with passing results. Based on the evaluation results, the reported defect was not confirmed on the unused sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: rn used asv set, didn't check/tighten connection. During infusion, alarmed downstream occlusion, nurse corrected alarm, approximately 100ml into infusion, tubing separated at asv connection and chemo spill of approximately 37ml. No injury reported.